Event description:
Event description guidant received information that the patient with this atrial lead experienced a right hydropneumothorax and pleural perfusion, which required a chest tube. The right atrial active fixation lead was the suspected cause.